Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, the following was obtained: what was the name of the procedure? Unk. Did the needle fall into the patient? If yes, was the needle piece removed from the patient during the same procedure? No. Received information as following from sales rep via phone today. After investigation, the patient underwent surgical treatment in the hospital on (B)(6) 2025 (the specific patient's diagnosis and procedure name were unknown). The surgeon used vcp213h for skin tissue suturing during the surgery (the specific suturing method was unknown). During the suturing, the problem of pulling off suture needle happened for two consecutive times when pulling. The surgeon immediately replaced with a new suture (with specific product information unknown) to continue the suturing. The subsequent surgical suturing went smoothly. This event led to prolonged surgery time (with specific prolongation time unknown) and small amount of bleeding (with specific amount of bleeding unknown). No subsequent adverse event report was received. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: were there any patient consequences? Were there any unexpected outcomes or complications as a result of the prolonged surgery time? Was there any change in the patient¿s post-operative care due to the prolonged procedure? Received information as following from sales rep via phone today. Please refer to the additional event information mentioned on note((B)(4)), other information requested is unknown. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2025 and suture was used. During the patient's surgery, the problem of pulling off suture needle happened while suturing, and the doctor immediately replaced the suture. There were no patient consequences reported. Additional information was requested.